Event description:
The head snapped off the acetabular impactor as the surgeon was impacting with it. The device was used correctly by surgeon who does this procedure regularly. The head simply dropped off as he was using it.

Manufacturer narrative:
Follow up will be submitted when the investigation is completed.